Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms and no display ramping on its own anomaly noted. The device had minor scratches on lcd window. (B)(4).

Event description:
Customer's father reported via phone call, the insulin pump had alarmed button error. They were attempting to input the carbohydrates and the number kept scrolling. The battery was removed and the device alarmed button error. Customer's blood glucose was 107 mg/dl. Customer didn't recall any significant event which may have caused the device to alarm. Customer's father was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer's father agreed to return the device for analysis.